Event description:
It was reported that the pump did not recognize the new cartridge, and no additional information was provided by the customer. There was no reported impact to the customer¿s blood glucose level. The pump was tested successfully by inserting a cartridge and performing bolus deliveries. A replacement pump was issued, and the device was set to be returned by the customer.